Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (12 mg/ml at 1.0 mg/day) and bupivacaine (9.6 mg/ml at 0.76 mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and other non-malignant pain. The patient's medical history included spinal hardware. It was reported that during a routine pump replacement procedure on (B)(6) 2017, the hcp saw (via fluoroscopy) that the catheter seemed to be in the wrong position. When the hcp dissected down, he discovered that the catheter had fractured. It appeared that part of the catheter remained intrathecal. The event date was unknown. No further diagnostics/troubleshooting were performed, and the catheter was replaced. The patient's dose was decreased, and the issue was considered resolved at the time of report. It was unknown if there were any environmental, external, or patient factors that were thought to have led or contributed to the issue, and the patient's status was alive - no injury.